Event description:
During an lar procedure, the doctor heard a "crunch", but when the doctor turned the adjusting knob counter clockwise one-half, the device could not be removed. Three-fourths, still failed. The doctor cut the tissue to remove the device and changed to another one to complete the operation. There was no pt consequence.